Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered problem with two infusion sets tubing detachment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.